Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, flail, and thin/calcified posterior leaflet. One clip was successfully deployed on the mitral valve. To further reduce mr, an nt clip was inserted and grasping attempts were performed. However, difficulties grasping the leaflets occurred, and the mr remained unchanged. The nt clip was removed from the patient. It was noted that possible leaflet damage occurred to the posterior leaflet next to the implanted ntw. A decision to discontinue the procedure was made to allow for the patient to heal. The procedure was completed with one clip implanted. The mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported inability to capture the leaflets appears to be related to patient morphology/pathology (flail, thin posterior leaflet, and calcified shelf). The possible tissue injury and mr appear to be due to multiple capturing attempts. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.